Event description:
This mitraclip report is being filed for the clip detachment from one leaflet that required a second clip implant. It was reported that during the procedure in a patient with functional mitral regurgitation grade 4+, the first mitraclip was deployed on both leaflets a2/p2, but as soon as it was deployed, it detached from the anterior leaflet and remains on the posterior leaflet. Other than having a restricted posterior leaflet, there was no challenging patient anatomy. The second mitraclip was deployed without issue, lateral to the first clip. The third mitraclip was intended to be placed medial to the first clip. It was prepared without issue, but after the clip was opened to 60 degrees in the left atrium for perpendicularity, there was a lot of resistance trying to open it. During the attempt to open it past 60 degrees, the clip inverted. The clip delivery system was relocked and then closed for insertion into the ventricle. In the left ventricle the clip would not open to 60 degrees. There was a lot of resistance when trying to open and the catheter shaft was bowing from the tension in trying to open as seen on fluoroscopy. This was pulling the clip more lateral and was interacting with the first clip. The attempt was made to close the clip, but it would not close all the way. This action released the tension and the bowing in the catheter shaft. Another attempt was made to open the clip again and it jumped to an inverted position. At this point, the clip became stuck in the chord. The clip was closed to 60 degrees, but could not close all the way.

Manufacturer narrative:
(B)(4). An attempt was made to open again and the lock line was cycled through. It opened to 60 degrees and then five seconds later, it opened to 120 degrees. The clip was unable to be inverted to pull into the left atrium. The clip was stuck under the anterior leaflet. The arm angles could not move. There was no choice but to deploy it on the anterior leaflet and the chord. The procedure was aborted with the functional mitral regurgitation (mr) unchanged at 4+. There were no torn chords and no increase in mr. The patient remained stable throughout the procedure. The patient expired two days after the procedure on 6/27/2014. Medication was given and cardiopulmonary resuscitation was performed. The cause of death is unknown at this time. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Potential causes for single leaflet attachment leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the patient had a restricted posterior leaflet. Based on the information reviewed, the reported single leaflet attachment appears to be related to procedural conditions and not a product quality deficiency. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.